Event description:
It was reported that a remote transmission was reviewed that shows thirteen episodes of non-sustained ventricular tachycardia (nsvt) in the event summary; however, when the data was opened for review, there was thirteen treatments. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.